Event description:
Reporter said end user was driving on a slight grade near driveway (angle of grade unknown) when the scooter tipped, resulting in a broken bone. Reporter did not indicate which bone was broken. Reporter also indicated end user was significantly overweight.